Event description:
A dialysis home pt reported homechoice device door was "spewing fluid" in drain "1/4" during treatment using homechoice device. The leak appeared to be in the cassette because the device door was wet. The pt discontinued treatment and performed a manual exchange. There was no pt injury associated with this incident per the home pt and sample was discarded.